Manufacturer narrative:
Pump was received with blank display due to corroded electronic assembly. Unable to verify button error alarm due to blank display. Unit had corroded keypad traces and motor home switch. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer stated that the device was still in his pocket prior to the error alarm occurring. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.